Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'downstream occlusion failure' was not reproduced, however the force sensor was found out of specification. The force sensor was calibrated to correct this condition. . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion failure. There was no known patient injury or medical intervention associated with this event. No additional information is available.